Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the left main coronary artery (lmca) involving left anterior descending (lad) artery with 70% stenosis and was 5 mm long with a unknown reference vessel diameter. The target lesion was treated with direct placement of 4.00 x 8.00 mm pe plus stent with 0% residual stenosis. Two days after, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient expired. Per pi note dated (B)(6) 2017, the site became aware of patient's death while doing search on internet regarding the patient. Last contact with the patient was in (B)(6) 2016 via phone call. The cause of death was unknown. Death certificate is not available and autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, stent thrombosis occurred per adjudication.